Event description:
It was reported to philips that the system's footswitch was unable to perform image acquisition, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.